Event description:
Issue description: an industry customer in (B)(6) reported to biomérieux a potential misidentification of kocuria palustris as clostridium difficile in association with the vitek ms instrument (ref. (B)(4), serial number (B)(4)). It was reported that during the review of the vitek ms identification result, an analyst observed that anaerobic organism clostridioides (clostridium) difficile has been identified from a sample (f1grade b t2 05 01). However, the sample processing has been performed aerobically (i.e. Subculturing incubation has been done aerobically). The isolate has been subjected for external laboratory identification and organism identified as kocuria palustris (aerobic). There is no indication or report from the customer that this event led to any adverse event related to any person's state of health. An investigation has been initiated.

Event description:
Issue description: an industry customer in (B)(6) reported to biomérieux a potential misidentification of kocuria palustris as clostridium difficile in association with the vitek ms instrument (ref. 410895, serial number (B)(4)). It was reported that during the review of the vitek ms identification result, an analyst observed that anaerobic organism clostridioides (clostridium) difficile has been identified from a sample (f1grade b t2 05 01). However, the sample processing has been performed aerobically (i.e. Subculturing incubation has been done aerobically). The isolate has been subjected for external laboratory identification and organism identified as kocuria palustris (aerobic). There is no indication or report from the customer that this event led to any adverse event related to any person's state of health. An investigation has been initiated.

Manufacturer narrative:
An industry customer in india reported to biomérieux a potential misidentification of kocuria palustris as clostridium difficile in association with the vitek ms instrument (ref. (B)(4), serial number (B)(6). Investigation: **************** **batch history record and trend analysis** there is no CAPA, no non conformity on vitek ms linked with customer 's complaint. A trend analysis has been done regarding the complaints recorded for a misidentification due to a non optimal spot preparation: no trend identified. **investigation results** - fine tuning: fine tuning analyzer report has not been provided by the local customer service. Due to covid pandemic restriction, local customer service was unable to perform the periodic fine tuning. According to the vilink alert tool criteria, no fine tuning was needed on (B)(6) 2021.however, according to the data provided, it is not possible to conclude exactly on the fine tuning status during customer tests on (B)(6) 2022. - spot preparation quality: the customer¿s spot preparation quality was not optimal. The calibrator ¿all peaks¿ values were heterogeneous. It needs to be verified with the customer. - kb review: the expected identification (kocuria palustris) is present in vitek ms kb v3.2. - sample data analysis: according to data provided, the misidentification result was obtained from the spectra having a low number of peaks (35). Below 30 peaks, the system return a noid result with a bad spectrum information message (notenoughpeaks). When the number of peaks is just over 30, the risk to get ¿doubtful¿ results is high due to a lack of information in the spectra (missing peaks, not enough peaks to eliminate candidate identification). This could be explained by a non-optimal spot preparation of the sample strain (culture, spot, different operator¿). It needs to be verified with the customer. By reprocessing the customer data with saramis kb v4.17 (ruo), spectrum led to no identification. There is no misidentification anymore. Analyze of mzml sample file shows that only 5 peaks were considered common with the kocuria palustris reference spectra. Analyze of mzml sample file shows that 12 peaks were considered common with the kocuria rhizophila reference spectra. However, the peaks remain with a low intensity and are not significant. The quality of the spectrum does not allow to give a correct identification. Based on this analysis, the cause of the issue could be linked to a non-optimal spot preparation.